Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) with implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient had 1-2 months lower back pain (aching) at generator site. As for intervention, the entire system was reprogrammed on (B)(6) 2020 and on (B)(6) 2020 component was explanted and replaced and issue was resolved without sequelae. It was stated that it was possibly related to the device or therapy and not related to the implant procedure. No further complications were reported/anticipated at this time.